Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
A device system was received and it was reported that the patient is deceased. The death occurred approximately four years and ten months post implant the cause of death was provided as septic shock, enterobacteria, bacteremia, pancytopenia, cardiomyopathy and atrial fibrillation (af). Additional information regarding the cause of the septic shock was requested and not received.